Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2023 urine was tea colored on assessment (B)(6) 2023 participant reported leakage with bladder spasms. (B)(6) 2023 urinalysis collected. (B)(6) 2023 culture resulted indicating urinary tract infection. Hcp ordered bactrim ds 1 tab bid x7 days. Antibiotics completed and symptoms resolved (B)(6) 2023.